Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
The doctor had a radial head replacement case that took place on (B)(6) 2023. During the procedure, a slight fracture was noticed at the base of the proximal radius where the native radial head was cut off. Dr. Barnes elected to perform an osteotomy at this location to provide a solid implant site for the evolve proline stem, utilizing the available options to accommodate this action. The case presented significant challenges, but after the trial and final implantation of the stem and head, no further fractures were noticed intra-operatively. On (B)(6) the doctor reported that the patient from this case had a fracture at the stem location of the proximal radius, which was discovered through x-ray during the follow-up.

Manufacturer narrative:
The complaint was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection revealed the following: a device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The doctor had a radial head replacement case that took place. During the procedure, a slight fracture was noticed at the base of the proximal radius where the native radial head was cut off. The doctor elected to perform an osteotomy at this location to provide a solid implant site for the evolve proline stem, utilizing the available options to accommodate this action. The case presented significant challenges, but after the trial and final implantation of the stem and head, no further fractures were noticed intraoperatively. At a later day, the doctor reported that the patient from this case had a fracture at the stem location of the proximal radius, which was discovered through x-ray during the follow-up.